Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was communicated to philips the ECG waveform can't be obtained thru the electrode pad. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the customer refused servicing since the device was out of warranty.